Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, altis introducer broke while the doctor was performing a case, leaving the trocar tip in the patient.